Event description:
Home patient (hp) and unit rn report difficulty in priming patient line of homechoice sets. Rn reports baxter technician was able to assist hp in repriming line to complex treatment, and successfully educating hp on priming procedure for future treatments. No patient injury or medical intervention required per rn.